Manufacturer narrative:
The returned device was evaluated and found the soft cannula to be torn. It could not be determined when this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 19 mmol/l (342 mg/dl). The pod was worn between 4 and 24 hours on the arm. Hyperglycemia treated with a new pod and correctional bolus.